Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event of "balloon burst."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. The patient age was reported to be over 18 years. According to the complainant, the balloon was positioned in the patient's ureter and inflated to 12 atm with an encore inflator when it burst. When the balloon burst, the patient's ureter ruptured. The procedure was aborted and the balloon catheter was completely removed from the patient. A stent was then placed in the patient's ureter. It was reported that the balloon catheter was tested and the balloon coating was activated prior to insertion into the patient. There were stones present, however, the stones were not removed during this procedure. The patient's condition at the conclusion of the procedure was reported to be "stable." The patient's current condition is unknown.